Event description:
A malfunction on the pump was reported by the caller, who mentioned that the pump might have become hot while sleeping, although this could not be confirmed. There was no adverse impact on the customer's blood glucose level. Reportedly, the pump was replaced to resolve the issue, and the customer would reach out to their hcp to obtain a backup method of insulin therapy.